Manufacturer narrative:
(B)(4). Batch # r5ak90. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with three reloads present. The reloads (b and c) were received partially fired 1/10. The reload (d) was received fully fired, with 1 single driver missing. In addition the cartridge pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the straight position with a returned cartridge reloads (b and c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the lobectomy surgery, could not fire when severing lung lobe tissue on the first firing. Changed another two reloads in succession to continue the surgery, the problem happened again. Changed a new reload to complete the surgery. There was no patient consequence reported. No additional information can be provided.